Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in a shunt in the non-tortuous and moderately calcified vessel in the forearm. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. However, during the second inflation at 10 atmospheres for 1 minute, the balloon ruptured. The device was removed without any issues. The procedure was completed with another of same device. No patient complications were reported and the patient was in good condition.